Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapter luers of the tubing sets were connected to microclave port male adapter plugs and were being used to deliver unspecified solutions. After unspecified lengths of time in use, the customer contact reported the option-lok male adapter luers disconnected from the microclave port male adapter plugs and leakage was noted. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot was received. Investigation is not complete.